Event description:
The endorings device is intended to be attached to the distal end of the endoscope to facilitate endoscopic therapy, to be used for the following: keeping the suitable depth of endoscope field of view. Us endoscopy received a report regarding a procedure in which the endorings device became detached from the endoscope. The physician retrieved the endorings device using a retrieval device. There was no harm to the patient as a result of the device detachment, nor as a result of the device retrieval. The manufacturer of this device has been informed of this event. If any additional information becomes available this report may be updated.